Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm while playing at a golf tournament. There was no reported impact to the customer's blood glucose level. Tandem technical support reviewed the auto-off safety feature with the customer. The customer acknowledged and stated that he has not used or interacted with the pump due to the tournament. The customer decided to leave the setting as is.